Event description:
It was reported that the patient noticed a leak during supply change and was advised to replace all infusion supplies; replacement infusion set and supplies were arranged, and the leak was successfully resolved with guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. User support included agent troubleshooting support focused on supply replacement and device operation steps. Investigation of this case revealed a suspected connector or infusion set leak and user handling related to an incompletely filled cartridge, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling during supply change and setup.